Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported had to press button more than once to work and cloudy screen. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceed it by cutting unit open and performing a visual inspection of connectors and the electronic stack. Moisture damage was noted to keypad traces. The unit powered on properly and no partial display was noted to the lcd screen. The following cosmetic damages were noted: unit was received with cracked case (battery tube), cracked corner of belt clip rails, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer concerns of intermittent button response as well as partial display were not confirmed whilst testing. All buttons are functioning properly during testing. However, moisture damage was found around keypad traces upon visual inspection though they did not affect functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.